Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, since it was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
We received the following report. *during a right colon surgery, the subject device was used. The tissue pad of the device was detached. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported.